Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer stated that his blood glucose levels are now going low, and the hospital staff wants him back on the insulin pump. However, the staff removed the battery, and all of the settings were erased. The customer declined any troubleshooting, and only wanted assistance with the programming of the insulin pump. Assisted the customer and advised to call back for troubleshooting when he's ready. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.